Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged, ar-9625, 3.0 mm hex driver, batch 022135, was received for evaluation. Visual inspection noted a broken hex distal tip. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/22/2025, a sales representative reported via (B)(4) that an ar-9625 3.0 mm hex driver snapped. This occurred during a case where no patient was affected.